Event description:
Boston scientific received information that this lead exhibited high pacing impedances of greater than 3000 ohms. As a result the lead was surgically abandoned and successfully replaced. The patient chose to have their device explanted at the same time, to avoid any future surgery. To date, no adverse patient effects have been reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore, the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.